Event description:
It was reported that the screw fractured in the patient's mouth at tooth #30. Fractured off at the top of the platform so it was able to be removed without any damage to the implant.

Manufacturer narrative:
Zimvie complaint: (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s email address is not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: health effect - clinical code h6: device code(s) h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the product was not returned and the reported event could not be verified. Based on the evaluation, the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review could not be completed for the iunihg as the lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted, dating 12 months back from the notification date and revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.